Event description:
Complainant alleged that the clinician was responding to a code for a male pt in his seventies. The clinician attempted to defibrillate the pt at 200 joules, but the device did not discharge and the device displayed a "low batt" error message on the device screen. The clinician then changed the device battery and attempted another shock at 200 joules, but again the device failed to discharge. The clinician attempted a third shock to the pt and they were able to successfully defibrillate the pt at 300 joules. The clinician then obtained another device to continue pt therapy. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction.